Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during drain 2 of 4 of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from some sort of puncture in the patient line. There were m31 air detected in cassette warnings after the leak. The contact contacted the on-call peritoneal dialysis registered nurse (pdrn) to find out whether the patient should re-setup. Upon follow up, the pdrn confirmed the reported event and stated the patient's contact noticed during dwell 2 of 4 of treatment that the patient line had a small puncture in the line and was leaking fluid. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was advised by the on-call nurse to discontinue treatment on the night of the reported event. The patient was advised and came into the clinic the following morning for fluid culture and was provided antibiotics (cefazolin and vancomycin, ip, dosage not provided). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has remained asymptomatic. It was noted that there was no observed defect or damage seen on the set set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The set was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during drain 2 of 4 of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from some sort of puncture in the patient line. There were m31 air detected in cassette warnings after the leak. The contact contacted the on-call peritoneal dialysis registered nurse (pdrn) to find out whether the patient should re-setup. Upon follow up, the pdrn confirmed the reported event and stated the patient's contact noticed during dwell 2 of 4 of treatment that the patient line had a small puncture in the line and was leaking fluid. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was advised by the on-call nurse to discontinue treatment on the night of the reported event. The patient was advised and came into the clinic the following morning for fluid culture and was provided antibiotics (cefazolin and vancomycin, ip, dosage not provided). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has remained asymptomatic. It was noted that there was no observed defect or damage seen on the set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The set was discarded and was no longer available to be returned for evaluation.